Event description:
It was reported that patient presented for a scheduled procedure. During the procedure, it was noted that the guide wire was twisted/bent and that the lead was difficult to advance. The lead was not used, and a new lead was implanted. Patient condition was stable.